Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott a patient was scheduled to have a lead revision to address migration of both leads. Surgery took place where the leads were explanted and replaced. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of both leads. Reportedly. Patient is construction worker and has recently experienced significant weight loss. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.